Event description:
Complainant alleged that during biomed testing the device inappropriately shut down. Upon re-power the device displayed a "unit failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.